Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue. Customer's blood glucose was 156 mg/dl.